Manufacturer narrative:
A draeger service technician could verify the reported ventilator failure and replaced the motor. The log file evaluation confirms no error for the reported date of event but a ventilator malfunction during next day's case. The workstation posted the corresponding alarm and switched to manual ventilation mode. The user completed the case by means of manual ventilation and, no patient consequences have occurred. The replaced motor was tested in the manufacturers' lab. A few positions were found from which the motor would not start up due to a partly abraded collector disc. The workstation has logged nearly 72.000 operating hours which means that the device almost never stood still since being put into operation 8.5 years ago. Under these circumstances, the malfunction of a single component due to wear and tear can be considered acceptable. The machine was released for service on patients after having passed all tests in consecution of the repair exchange.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated and there was no patient injury reported.